Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the right atrial lead had dislodged. The lead was explanted and replaced. The medical condition of the patient post procedure was fine.